Event description:
It was reported that when a ge healthcare field engineer (gehc fe) was servicing a discovery st system he felt a sharp pain in his left shoulder, after he put the gantry cover back in place. The gehc fe was treated with steroid injections and physiotherapy for pain management due to a tear in the tendon.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.